Event description:
The advocate called for help with the customer's breeze2 meter. While troubleshooting, she performed control tests and rec'd a result of 223 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.